Manufacturer narrative:
Device was returned for evaluation and is currently being investigated. A follow-up report will be submitted when complete. The device broke inside a patient and piece was retrieved. A x-ray was performed. No injury reported. It was stated that the device was 2 years old.

Event description:
It was reported that a hook scissors broke after 20 uses not including sterilization. Client does not refurbish.